Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 400 mg/dl, which customer reverted manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.